Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated in the hospital. Customer stated that the insulin pump had received insulin flow blocked alarm. Customer stated that the insulin exited. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.